Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. The sensor was found to be in sensor state 1 (storage state). Extracted data from the returned sensor using approved software. Insertion failures was observed. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. An insertion failure is due to the tail not being properly inserted. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "check sensor/scan again in 60 minutes" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced sweating and had loss of consciousness and was unable to self-treat, requiring treatment with honey and juice provided by a healthcare professional (hcp). No other treatment or medication was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "check sensor/scan again in 60 minutes" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced sweating and had loss of consciousness and was unable to self-treat, requiring treatment with honey and juice provided by a healthcare professional (hcp). No other treatment or medication was reported. There was no report of death or permanent impairment associated with this event.